Event description:
Caller reports back to back results of 32 mg/dl on advantage system #1 compared to results of 78mg/dl or 79mg/dl on advantage system #2. Caller reports quality controls were run weekly and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #1. Please see medwatch with a1 patient for suspect device in advantage system #2.